Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated and the reported event was confirmed through physical evaluation. The returned impactor showed signs of repeated use (nicked/gouged) was confirmed to be fractured. The device history records were reviewed and no discrepancies were identified. The root cause was determined to be wear and tear of the device from use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the impactor fractured during a procedure. No adverse events have been reported as a result of the malfunction.